Event description:
The pt presented with nyha-fc ii-iii (new york heart association-functional class) and dyspnea. An echocardiogram revealed regurgitation, acute pulmonary hypertension and deterioration of the systolic function of the right ventricle. No significant gradient was observed. Right sided heart failure with dilation of right chambers was observed. The pt underwent re-do mitral valve replacement surgery (date unk) and is reported to be in stable condition.